Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc needle does not retract. The following information was provided by the initial reporter: we have a batch of catheters ordered from mckesson they are bd insyte autoguard bc 22 ga item 382523 on po (B)(4). We had a few that had defective safety button that retracted without being pushed, and some that wouldn't retract.